Manufacturer narrative:
The sections have been updated accordingly. As reported, the physician reported that the 6f .070 xb 3 100 cm vista brite tip guiding catheter was fractured. The procedure was completed successfully. The patient came out in perfect condition. There was no patient injury. The product was stored and handled according to the instructions for use (IFU). There was no damage noted to the packaging of the devices. The devices were stored in the cellar without folding them. The products were stored there one month before they were distributed to the cath lab. There was no difficulty removing the products from the package. There was no difficulty experienced in prepping the devices. The damage occurred when it was to be used in the patient. The catheter was folding easily. The catheter was not broken in two separate pieces. No unusual force was used at any time during the procedure. The devices were not returned for analysis. A device history record (DHR) review of lot 17625962 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) cracked¿ could not be confirmed as the device was not returned for analysis. The exact cause of the cracked (fractured) condition reported could not be determined. Based on the limited information available for review, procedural factors (the catheter was folding easily) may have contributed to the reported event. As cautioned instruction for use, which is not intended as a mitigation, ¿inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. Multiple attempts were made without success to obtain product return. However, if product is returned the file will be re-opened to process accordingly.

Event description:
As reported, the physician reported that the 6f .070 xb 3 100 cm was fractured. There was no patient injury. The product was stored and handled according to the instructions for use (IFU). There was no damage noted to the packaging of the devices. The devices were stored in the cellar without folding them. The products were stored there one month before they were distributed to the cath lab. There was no difficulty removing the products from the package. There was no difficulty experienced in prepping the devices. The damage occurred when it was to be used in the patient. The catheter was folding easily. The catheter was not broken in two separate pieces. No unusual force was used at any time during the procedure. The procedure was completed successfully. The patient came out in perfect condition. Multiple attempts were made without success to obtain product return.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17625962 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted upon receipt.

Event description:
As reported, the physician reported that the 6f .070 xb 3 100 cm was fractured. There was no patient injury. The product will be returned for analysis. The product was stored and handled according to the instructions for use (IFU). There was no damage noted to the packaging of the devices. The devices were stored in the cellar without folding them. The products were stored there one month before they were distributed to the cath lab. There was no difficulty removing the products from the package. There was no difficulty experienced in prepping the devices. The damage occurred when it was to be used in the patient. The catheter was folding easily. The catheter was not broken in two separate pieces. No unusual force was used at any time during the procedure. The procedure was completed successfully. The patient came out in perfect condition. Additional information has been requested.